Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices remain implanted in the patient. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined.

Manufacturer narrative:
Other devices remain implanted. The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015 the patient had an infrarenal aortic extension, and a bifurcated implanted. However, the patient came in (B)(6) 2015 for a secondary procedure due to an endoleak between the components. The physician elected to treat the patient with an infrarenal aortic extension. The patient is doing well.